Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4): the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc442u, (certain® low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and wear. The abutment's screw was observed fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2013040778. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2013040778 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture abutment¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement/seating, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported fractured of 3 retention screws for complete prosthesis over abutment and fracture of 2 abutments low profile (1 at the platform and 1 at the screw). All screws were replaced for new ones. No patient impact. Tooth location 33 and 44. This complaint refers to the fracture screw of the low profile abutment.